Event description:
It was reported that the preloaded intraocular lens (iol) had a bent/ broken haptic. The issue was noted during the handling of the device and there was no patient contact. The procedure was completed using another lens of same model and diopter. No other information was provided.

Manufacturer narrative:
Implant date: if implanted, give date: not applicable, as there was no patient involvement. Explant date: if explanted, give date: not applicable, as there was no patient involvement. The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional info: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: oct 6, 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. The complaint lens was received inside of the cartridge of the original handpiece. The handpiece was received inside of the original folding carton. Visual inspection under magnification revealed that the complaint lens was received stuck inside of the cartridge and coated in viscoelastic residue. The lens was removed from the cartridge and was folded. The lens was cleaned and unfolded revealing, that the lens had a scratch on the surface. The haptic could be observed to have a scratch on the armpit. Inspection of the handpiece revealed that it had a bent cartridge tip, consistent with a handpiece that was dropped. The plunger rod could also be observed to be bent. Conclusion: the reported complaint issue was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.